Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer stated that they were trying to prime and they have been having an issue for the past 2 days. Customer stated that the alarm also goes off at night. Customer has used 3 separate boxes of sets and stated that they rotated 5 different locations. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer verified that the insulin exits the tubing and the pump did not alarm no delivery. Pump was working as designed. Customer also had a high blood glucose of 570 mg/dl. Customer performed a 5.0 fixed prime and the insulin did not exit. Customer reported that the pump alarmed during manual prime. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer does not want to return their original pump for analysis. Customer will be sent a a replacement loaner pump.